Manufacturer narrative:
Analysis was performed by remote service personnel which included talking to the customer. The results of the analysis were that a generator test likely caused a momentary power fluctuation event. While the rooms stayed powered, the networking equipment in the comm closet (likely on a specific ups/apc) struggled to handle the switchover. The beeping ups in the closet confirms that at least one power backup unit was triggered or is potentially failing/overloaded, which explains why pods dropped "slowly" or sequentially as batteries drained or refreshed. Although the rooms are "fully up," the underlying issue is likely a failing or uncalibrated ups in that specific comm closet that cannot handle the transition to generator power. The case was closed on customer request. Based on the results of the analysis, the product was confirmed to be operating per specifications and the most likely cause of the reported problem was a momentary power interruption due to a generator test. The issue was resolved by the customer. A review of the service history for this device shows the problem has not been reported again for this device.

Event description:
It was reported the entire floor on every patient getting the inop error message 'unsupported lan'. The device was in clinical use. There was no report of patient or user harm.